Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the flow module failed to display the blood flow readings from the centrifugal pump. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.